Event description:
The customer reported that he was attempting to insert the sensor, but when he loaded the serter and pressed the green button nothing happens. The caller stated that he experienced low blood glucose the night before. His blood glucose was 117mg/dl before bedtime and dropped during night to 37mg/dl. Then he took a correction bolus through the device and went up to 207mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the displacement test and the test failed. During the call, the customer mentioned walking through the x-ray machine at the airport. He stated having issues with his serter and the enlite sensors, and sometimes he was getting false lows of 53 when he was 103mg/dl. The customer had visited the doctor and they made adjustments on his insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The test transmitter communicated properly with the insulin pump and no unexpected sensor end alarm noted. The test reservoir units left matches properly to the units left in the insulin pump status screen.